Event description:
Ous MDR - after an implantation time of about 13 months, sensing malfunctions with suspected lead fracture were reported. No worsening of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - within the scope of the analysis of the lead, wear on the insulation was found 15 cm distal from the connector pin. The observed damage presupposes extreme mechanical stress on the leads for an extensive period of time. The position and characteristics of the wear in the proximal area suggest extreme friction of the lead on the ICD housing. The position and characteristics of the wear in the distal area suggest extreme mechanical stress on the lead in the area of the valvular level. There are no x-rays or other types of diagnostic images available for the analysis that could provide information about the positional relationships of the implanted system in the body. No manufacturing or material defect could be detected on the lead during the analysis.